Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-34 error on erbe when powered up and replaced the defective erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in house testing. Upon visual inspection fa found the top cover and front bezel were scratched. There were also minor scratches on the heat sink. The iesu was tested using a golden system and on startup the unit displayed c-34 hf voltage. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator was repeatedly displaying error c-34. The customer attempted to resolve the issue by power cycling the erbe, but the error persisted and occurred on both monopolar ports. Technical support advised that the erbe would need to be replaced and suggested using the force triad generator as an alternative option, noting that the customer already had a force triad and an activation cable available. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they had replaced the erbe generator with a force triad generator to continue and complete the procedure robotically.